Event description:
It was reported the c-arm could not be connected to the workstation due to a damaged lemo connector. This would result in a no boot situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.